Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during an unknown orthopedic procedure on (B)(6) 2013, the chuck with key for bpl was stripped and would not turn. It is reported that a spare chuck with key was available and was used to complete the procedure with no further problem, no harm to patient. No additional information was provided. This is report 1 of 1 for complaint (B)(4).